Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and did not terminate insulin therapy when customer¿s blood glucose (bg) level was trending down or trending up. Customer's blood glucose level was not impacted. Reportedly, customer continued to use pump for insulin therapy.